Event description:
Additional information received noted that the device was explanted due to normal battery depletion. No premature battery depletion was alleged. The device will not be returned as the hospital detained the product.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. High left ventricular (lv) lead pacing thresholds were noted. No additional adverse patient effects were reported.